Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure to remove an implant from her thigh on (B)(6) 2013 and topical skin adhesive was used on the epidermis. The surgery was completed successfully. After the surgery, on an unknown date, the patient developed dermatitis around the topical skin adhesive site and all around her thigh. The patient did not undergo a re-operation. After the patient was discharged from the hospital, she went to a dermatological department for about a month. Now, the patient is getting well.

Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. Visual examination of the sample shows that the blister is closed and sealed. No damage or defects are observed on the blister. The ampoule inside the butyrate tube is sealed and the formulation is in liquid form. Also, the filter is normal in color indicating that the formulation was not dispensed. Additional device information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ehp358, batch ejb585. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. It was reported that the dermatitis developed about one week after surgery in late (B)(6) 2013. The patient¿s symptoms were red flair, rash, and itching on side of the thigh. When these symptoms occurred, the topical skin adhesive film was still on the skin. The surgeon opines this was a reaction to the topical skin adhesive.

Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. Visual examination of the sample shows that the blister is closed and sealed. No damage or defects are observed on the blister. The ampoule inside the butyrate tube is sealed and the formulation is in liquid form. Also, the filter is normal in color indicating that the formulation was not dispensed. The evaluation found that the product is free of contaminants.